Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The lesion was located in the mildly calcified and non-tortuous mid circumflex coronary artery. The physician attempted to predilate the lesion with the apex monorail 15mm x 2.0mm balloon catheter, however, after the first inflation, the balloon burst at 12 atms. The physician removed the balloon catheter from the pt and successfully completed the procedure with an unspecified device. No post-procedure complications were noted and the pt's status was reported as "stable".